Event description:
It was reported that the patient¿s machine was not working properly and the patient felt something was wrong with the machine. The problem started in the morning. It was reported that the patient had had the problem before and that was why they had the machine put in to start with. The unit was not working like it used to. It was reported that the patient¿s health care provider (hcp) figured out today that the patient had a kidney infection and wanted the manufacturer representative to make it higher so the patient could go to the bathroom more. It was noted that a call was made at 9:30 am to the manufacturer representative and still no one had called. It was reported that they had the authorization from the manufacturer representative to increase the settings. The unit was on and the hcp told them to increase to see if it helped. It was reported by the patient¿s daughter that the unit was working but was not stimulating like it used to. The patient had gone to the bathroom but it was like a trickle and that¿s why the hcp wanted a manufacturer representative to see the patient. It was reported that the patient¿s hcp called today and told the patient would be called back but the hcp office was closed and the patient had called earlier but was told that no manufacturer representative had called. The patient¿s hcp was going to find out what was going on and the patient still had not been given an answer. It was noted that the patient was in the hospital last week and had some kidney problems. It was reported that the patient had not been able to go the bathroom and sat on the toilet for 10 minutes and didn¿t get anything. It was noted that ¿it was showing that it was working but the stimulation may have increased.¿ it was reported that the patient used to feel stimulation and the patient did not turn it up until they got authorization from the manufacturer representative who in turn told them when to. It was ¿not giving the signal like it did before to clear the signal.¿

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v450727, implanted: (B)(6) 2010, product type: lead. (B)(4).